Event description:
It was reported: "the targeting drill sleeve did not line up with the device causing it to miss."

Manufacturer narrative:
Eval summary: eval revealed evidence that the reported event is not linked to a deficiency of the device but rather related to an intra-operative procedure. Deviations in the manufacturing documents were not found. Functional check - we performed a simulation of the pre-operative check which is required in the instructions for use. We fixed a sample nail on the returned target device using sample instruments. Then each drill hole was checked with corresponding sample drill. Function was given in full.